Event description:
Per the audiologist, patient with progressive hearing loss underwent cochlear implant surgery on the left side. Reportedly the surgery was uncomplicated. The following morning the patient had a left parietal cerebral vascular accident under the magnet (not the well) as confirmed by CT scan.

Manufacturer narrative:
Per the surgeon, the intraparenchymal hemorrhage was not due to the device or the implant surgery.